Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post-implant, it was noted that the patient's pocket site opened up due to infection. In addition, it was noted the patient suffered a hematoma. The pocket was cleaned and the patient was given antibiotic treatment. The implantable cardioverter defibrillator (ICD) system remains in use. No further patient complications have been reported as a result of this event.